Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. Additionally, the customer reported that the device would also unexpectedly power off. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A third party service agent evaluated the customer¿s device and was unable to verify and duplicate the reported issues. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The customer replaced ambulance¿s inverter in order to exclude the possibility of a faulty inverter. A cause of the reported issues could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. Additionally, the customer reported that the device would also unexpectedly power off. There was no report of patient use associated with the reported event.